Event description:
It was reported to siemens that a technical issue occurred while operating the somatom drive CT system. A patient underwent a stroke imaging series. While image acquisition was initially unremarkable and raw images appeared normal, artifacts were observed during reconstruction. Due to the time-critical clinical situation, the examination was continued on an alternative CT system, resulting in a diagnostic delay of approximately 15 minutes. No adverse health effects have been reported. The affected system was restarted; subsequent quality control checks were passed and no further issues occurred.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.